Event description:
Received information stating patient was hospitalized due to high bg's and a virus.

Manufacturer narrative:
Patient indicated she had changed her site prior to going to the hospital and she noticed some bleeding. No product has been returned for evaluation. Infusion set used is not a tandem distributed product. Should new information become available, a follow up MDR will be sent.